Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the nester platinum embolization microcoil was stuck inside of the microcatheter. It was further noted that the distal 15cm (centimeters) of the catheter was stretched. A new microcatheter was used to complete the procedure, and there were no reported serious injuries to the patient as a result of the product problem.